Event description:
(B)(6) was using wheelchair to enter a store. He was going up a curb cut out when the wheelchair tipped over backwards causing catastrophic head injury. Upon further investigation it is alleged that the curb cut out was too steep causing the tipping backwards by the chair.